Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. Additional information for patient information; patient identifier - complete sid is (B)(6). This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.

Event description:
The customer reported (B)(6) architect anti-hbs results on one patient. The results provided were: (B)(6); also tested were (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
A review of complaint trending determined that there is no trend for the product for the complaint issue. Return testing was not completed as returns were not available. Historical performance of architect anti-hbs assay was evaluated using world wide data from abbott link. The review determined that the median patient result for lot 82055fn00 for non-protective samples (0 to 2 miu/ml), falls within 3sd of the established baseline, confirming no systemic issue for the lot. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. The specificity of the architect anti-hbs assay is not 100%, therefore false protective (greater than 10 miu/ml) results may be obtained. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for architect anti-hbs, lot number 82055fn00.